Event description:
An unknown size aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm and vessel morphology are unknown. It was reported that the stent graft migrated distally due to dilatation of the aortic neck and there was a type 1 endoleak present. The patient was successfully treated with an aneurx cuff in addition to 2 cuffs from another manufacturer. No additional clinical sequelae were reported and the patient is reported to be fine.